Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook instrument broke inside of the patient. The surgeon was performing the task of grasping when the fragment fell into the patient. They believe this was an issue of the instrument that caused the fragment fall. The fragment was retrieved during the procedure. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. A back-up permanent cautery hook was used to complete the procedure.

Manufacturer narrative:
The permanent cautery hook instrument was received and failure analysis found the instrument to have an ear of the distal clevis broken. The broken piece was not returned.

Event description:
Refer to h11 for follow-up information.